Manufacturer narrative:
Product event summary: the full lead was returned. Analysis found that the distal conductor of the lead became extrinsically fractured due to over-rotation. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling and due to pulling/stretching/overstress. The distal conductor was extrinsically distorted due to kinking/buckling and due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in blood, the guide tooth of the lead was extrinsically damaged and the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The inner insulation of the lead became extrinsically distorted due to kinking/buckling and due to pulling/stretching/overstress. The outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant and stretching. The lead was returned with the distal conductor distorted and fractured within the connector/ over-rotation, which prevents the helix functioning properly.

Event description:
It was reported that during an implant attempt the right ventricular (rv) lead dislodged twice, and the helix would not fully retract. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.